Event description:
The reporter called and alleged discrepant results on the device when compared to the lab for a correlation study. The reported device results were 2.2, 3.1 and 3.9 inr. The corresponding lab results reported were 1.39, 2.12 and 2.56 inr. The reporter declined product replacement.

Manufacturer narrative:
Add'l lot# is 249a.